Manufacturer narrative:
This report is for an unknown impactor/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during an open reduction internal fixation (orif) with proximal femoral nail antirotation (pfna) system for femoral trochanteric fractures on (B)(6) 2018, the pfna-ii blade with 75 mm would not lock on the impactor. The surgeon connected the pfna-ii blade 75mm to an unknown impactor and inserted the pfna-ii blade into the leg. To lock the pfna-ii blade, the surgeon followed the procedure written in the technical guide. However, though the dial on the impactor was rotated several times, the pfna-ii blade could not be locked. When the surgeon tried to rotate the dial on the impactor further, it rotated freely. Then, when the impactor was pulled, the pfna-ii blade came off the impactor. At that time, the pfna-ii blade was not locked. The surgeon removed the unknown impactor from the pfna-ii blade and attached an extraction screw to the pfna-ii blade. The pfna-ii blade was removed and another blade with 80mm was inserted. The surgery was completed within a thirty (30) minute delay. There was no adverse consequence to the patient. This report is for an unknown impactor. This is report 2 of 2 for (B)(4).